Event description:
I think the patient is doing okay though they are tough overall since they were already on pain meds before the enterra. I will see them again tomorrow. They did say they felt "shocking" the day after the adjustment. Patient complained of shocking sensations after settings adjustment, but sensations have since resolved and patient is doing fine. No further action to be taken.